Manufacturer narrative:
Further data was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas pro ise analytical unit. Results for the sodium test were affected. Initial result: 150. Repeat result: 141. The unit of measurement was not provided. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
Correction: the field service engineer (fse) visited the customer's site and received further information. The fse checked the instrument and replaced the sipper, the vacuum nozzles, the sodium electrode, the sipper tubing, and the pinch tubing. He adjusted the sample probe and primed the system. He then performed an ion-selective electrode (ise) check and qc with successful results. The service action of replacing the vacuum nozzle performed by the fse resolved the issue. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (contamination of the dilution vessel and/or clogged vacuum nozzle causing improper emptying/drying of the mixing vessel) at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.